Manufacturer narrative:
One device was returned for repair. There was no relevant service history to review. There was no event history to review. Unable to confirm complaint of error 46510 (batteries inserted after ac). Performed verification testing and installed and removed batteries after ac power had been applied, multiple times. No repairs were conducted at this time. Updated software. Device passed all testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 46510. The event occurred during testing, there was no patient involvement.